Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was obtained. The device passed an electrical test performed. The device failed the residual gas analysis (rga) test. This device had moisture that exceeded the residual gas analysis (rga) test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected explant surgery to undergo MRI's. The recipient was a non-user. The recipient's device was explanted. The recipient was not re-implanted.